Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Analysis of the alarm log file did not reveal any recorded controller failed or controller fault alarms within the analyzed period; however, an entry was recorded on the alarm file without an alarm type or fault status recorded and with a date and time stamp of (B)(6) 1999 at 09:09:09. Analysis of the event log file revealed two (2) controller power up events, without associated motor start events, on (B)(6) 2021 at 22:29:14 and (B)(6) 2021 at 00:05:55. The last data point recorded in which the pump was connected to the controller was on (B)(6) 2021 at 22:21:58, indicating that the power up events possibly occurred during troubleshooting and/or the reported controller exchange. No other controller power up events were recorded within the analyzed period. As a result, the reported alarm event was confirmed; however, the cause of the alarm could not be determined as the unit was not available for analysis. The reported unexpected loss of power event could not be confirmed; the observed controller power up events can likely be attributed to troubleshooting and/or the reported controller exchange. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ala rm event, as well as the inability of the controller to properly record the alarm, may be attributed, but not limited, to a faulty internal component and/or memory corruption. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the controller had exhibited a sudden failure.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Section b5 describe event problem was corrected to include the the controller had exhibited a sudden failure along with the previously reported alarms. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dvfc3d4 ICD, 6935m55 lead implanted on (B)(6) 2020. Additional information has been requested regarding the patient info, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm and there was an unexpected loss of power to the controller. The controller was exchanged. No patient complications have been reported as a result of this event.